Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had buttons unresponsive. Customer stated that the act button on his insulin pump was not working. Customer's blood glucose was 226 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.